Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). However, the evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device, it was found that the metallic parts of the subject device had loosened, and that the plastic parts (black) of the subject device had fallen off or fallen apart. It was unknown where the fallen off the plastic parts were. This phenomenon had occurred three forceps/irrigation plugs (maj-891) including the subject device, and one of them had lost. There was no report on when this event occurred, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and confirmed the reported phenomenon. Omsc could not review the manufacturing history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and similar past cases, omsc surmised that this phenomenon was caused by the deterioration and peeling of the adhesive between the metal parts and the plastic parts (black) due to physical stress, chemical stress, and so on. If additional information is received, this report will be supplemented.